Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too short.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later reported a recurrence of pain symptoms. The surgeon determined that the most caudal positioned implant was too short and not fully across the si joint. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the most caudal implant. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Event description:
The patient later requested that the remaining implants be removed. The implants were not malpositioned or loose. The surgeon agreed to remove them at the patient's request. In (B)(6) 2021, the surgeon removed the middle implant using the chisels as it was solidly fixed in bone. The explant void was filled with bone graft. He decided not to remove the remaining superior positioned implant after seeing how difficult it was to remove the middle implant. No new hardware was installed. The patient now has only the initial superior positioned implant remaining in her left si joint. The patient is doing well following the revision procedure.

Manufacturer narrative:
Previous: the patient had one si joint implant removed in (B)(6) 2019 that was too short and not fully across the si joint. Update: the patient later requested that the remaining implants be removed. The implants were not malpositioned or loose. The surgeon agreed to remove them at the patient's request. In (B)(6) 2021, the surgeon removed the middle implant using the chisels as it was solidly fixed in bone. The explant void was filled with bone graft. He decided not to remove the remaining superior positioned implant after seeing how difficult it was to remove the middle implant. No new hardware was installed. The patient now has only the initial superior positioned implant remaining in her left si joint. The patient is doing well following the revision procedure. Based on the information provided, review of the IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request.